Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital. Fluoroscopy revealed that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was fine before during and after the procedure.